Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had vertical stripes in image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the reported image issue is traced to component failure - scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.